Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the leakage occurred from the cassette before vitrectomy surgery. Pack had to be replaced to complete the surgery. There was no patient contact with the suspect product.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Evaluation of the photo of the product confirms leakage at the infusion port connection to the cassette. While this photo offers limited context, it is insufficient to determine the root cause of the customer¿s reported issue. In the absence of the physical product, the device¿s condition could not be verified. Consequently, visual inspection and functional testing could not be performed to identify the failure mode of the consumable device. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Improper handling/set up of the infusion connector to the cassette. Damaged connector on the manifold no further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).